Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bellows was replaced, and the unit was returned to service. No report of patient involvement. (B)(6).

Event description:
The hospital reported that, during a preoperative checkout, mechanical ventilation was not functional. There was no report of patient involvement.